Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The signal was small and did not correlate with either p-waves or t-waves. Noise and myopotential oversensing was suspected. Programming changes were discussed. No device intervention was performed. The patient was stable throughout.